Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone indicating that the battery cap is stripping and it is becoming harder to get the cap off. Customer's blood glucose was unknown mg/dl. The customer's was advised that we would replaced battery cap. The customer also reported via phone call that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is damaged and it has become hard to see. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.